Event description:
Pt, 53-yr-old female experienced the following symptoms; hayfever, sinus pain, bursitis, pain and stiffness in elbow and knee, chronic backache, gum and jaw pain, and menstrual problems. Pt was sick for 25 yrs before fillings were removed. Pt's condition improved by 70-100% after removal. Pt was able to stop/reduce drug intake. Pt had first fillings at age 3 and had a mouth full of fillings, bridges and root canals.